Manufacturer narrative:
Referring to the product inquiry the tissue protection sleeve t2 recon is stated to be the subject product. No further associated product was reported. Review of the device history records for the returned sleeve revealed no discrepancies; the device was documented as faultless prior to distribution, and as it had been in use for app. 10 years it can be assumed that it had fulfilled its tasks in former workshops as intended. According to the damage pattern found at the tip the sleeve had been either hit on with any other heavy device or fallen to the floor from a higher altitude. By using the device as intended such damage could not occur. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device but is rather related to rough and improper handling. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the event for the subject product. No non-conformity was identified.

Event description:
It was reported by sales rep, that while in training with recon tray and came across that sleeve has defect. This was determined during a training session with the senior reps. This sleeve would not allow the inner sleeve to pass all the way through and the inner sleeve would get caught in the sleeve as well.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by sales rep, that while in training with recon tray and came across that sleeve has defect. This was determined during a training session with the senior reps. This sleeve would not allow the inner sleeve to pass all the way through and the inner sleeve would get caught in the sleeve as well.